Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within three days post implant the right ventricular (rv) lead had a micro-dislodgment. The rv lead was reposit ioned with excellent electrical numbers and is still in use. No patient complications have been reported as a result of this event.